Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" and "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issues. The device has been evaluated but the components have not been replaced pending customer approval of estimate.